Event description:
The patient reported that the outer tubing of her infusion set separated from her luer lock. The patient stated she immediately noticed the separation by frequent inspection of the tubing per recall instruction. She stated she changed the tubing and she experienced no physiological effects. The patient was able to address the issue without requiring medical assistance from a healthcare professional or second party. Product was requested to be returned for evaluation.